Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited multiple episodes of oversensing resulting in inappropriate shocks. The patient was noted to have been lying on the beach at the time of the delivered inappropriate shocks. Device data was reviewed and determined there was noise, loss of capture and low amplitudes present in the treated episodes. The noise was able to be reproduced in all vectors during in clinic testing. Automatic testing was completed with the primary vector chosen as the best viable option with a recommendation of performing an x-ray. The therapy zone was then increased to 220-250 beats per minute. After further evaluation the electrode was suspected of being fractured and undersensing was observed. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited multiple episodes of oversensing resulting in inappropriate shocks. The patient was noted to have been lying on the beach at the time of the delivered inappropriate shocks. Device data was reviewed and determined there was noise, loss of capture and low amplitudes present in the treated episodes. The noise was able to be reproduced in all vectors during in clinic testing. Automatic testing was completed with the primary vector chosen as the best viable option with a recommendation of performing an x-ray. The therapy zone was then increased to 220-250 beats per minute. After further evaluation the electrode was suspected of being fractured and undersensing was observed. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.